Manufacturer narrative:
(B) (4).

Event description:
Therapy impedances were greater than 2,000 ohms. The pt was still receiving therapy. It was planned to take x-rays of the connections. Further info is being requested from the hcp.